Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel breast prosthesis, catalog and lot numbers are unknown. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. In addition, double-lumen silicone granuloma was found within the subcutaneous tissue. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 6/4/2018, mentor became aware that non mentor devices have been returned to mentor for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If mentor devices are received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).